Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited a diagnostic issue regarding a mismatch in the pacing percentage for "lifetime" and "since last cleared". No changes or intervention was performed. There were no patient consequences.

Manufacturer narrative:
The reported event of lifetime and last cleared pacing percentages not matching was confirmed. Based on the review of the records, it was determined the mismatch is likely the result of the device being taken out of shipping mode prior to implant. The device is performing as designed.